Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2020 and suture was used. During the distal anastomosis, the suture broke when trying to tie a knot. The anastomosis was completed using a different type suture. The case was delayed by twenty minutes but completed with no patient adverse consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/19/2021   additional information: d4, g1, h6 additional information was requested and the following was obtained: what is the lot number? ==>rep stated that a single suture was used and that single suture broke six times. Suture broke the first time during an attempt at a running stitch. Then broke an additional five times while the surgeon was doing an interrupted stitch. Only one suture was used impacted during this procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4) date sent to the FDA: 1/19/2021   corrected information: b1, h1: additional information was received that this device was not involved in the event. Therefore, this medwatch report will be voided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2021.   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.